Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas 6000 c501 module. The reporter was able to provide two examples of discrepant results. The initial results were reported to the clinical staff who requested reruns and amendments. Patient sample 1: the initial result was 117 mmol/l. The repeat result was 124 mmol/l. Patient sample 2: the initial result was 126 mmol/l. The repeat result was 137 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer also noted an increased imprecision in all ion-selective electrodes (ise) qc. The ise electrodes and probe were replaced. The field service engineer (fse) performed a full ise check. The customer reported no further issues.  The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.